Manufacturer narrative:
(B)(4)

Event description:
It was reported "both needles in raulerson syringe were cracked and unable to use". This was found prior to use. Both kits were used on the same patient. A third kit was used successfully. There was no patient involvement. No patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00235.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "both needles in raulerson syringe were cracked and unable to use". This was found prior to use. Both kits were used on the same patient. A third kit was used successfully. There was no patient involvement. No patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00234 and 9680794-2026-00235.